Event description:
Customer reports to have infusion set needle break inside body on three different occasions. Customer states incidents were approximately four weeks prior to call. Customer does not recall blood glucose at the time of incident, but states blood glucose was high and was treated with manual injection. Incident caused customer to visit healthcare professional who was not able to remove the needle and advised if the needle began to cause problems, it would need to be resolved with surgery. Customer states that needle have not caused any problems. Customer requested a call back for troubleshooting, as he was driving. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.